Event description:
It was reported that the patient had the device programmed by the healthcare professional (hcp) on the date of report. When the patient left the office of the hcp they were at an amplitude of 4.5. The patient stated that they were sitting in a chair at home and when they leaned back the stimulation became ¿overbearing and stronger.¿ the patient wanted to use the patient programmer to reduce the level of stimulation. The patient noted that the device increased to 4.9 ¿on its own.¿ the patient used the programmer while speaking with the manufacturing representative on the phone and decreased the stimulation to an amplitude of 3.0. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 3 778-45, serial# (B)(4), implanted: 2009-(B)(6), product type lead. (B)(4).